Event description:
It was reported that removal difficulty and shaft break occurred. A 3.50 x 20 synergy drug-eluting stent was selected for treatment. However, during advancement, the proximal shaft of the catheter bent or kinked to about 30 degrees near the hemostatic valve. The stent was into the guide catheter by about one-third to one-half of its length. The physician decided to remove the stent. The bent area straightened during withdrawal but there was resistance through the hemostatic valve. The catheter shaft broke at this time. The device was in the patient's body and the other half of the catheter was pulled out with hemostats. The procedure was completed with a non-bsc stent. No complications were reported and the patient was not harmed.

Event description:
It was reported that catheter removal difficulty and shaft break occurred. A 3.50 x 20 synergy drug-eluting stent was selected for treatment. During advancement, mild resistance was encountered and the proximal shaft of the catheter bent or kinked to about 30 degrees near the hemostatic valve. The stent was into the guide catheter by about one-third to one-half of its length. The physician decided to remove the stent. The bent area straightened during withdrawal, but there was resistance through the hemostatic valve. The catheter shaft broke at this time. The device was in the patient's body and the other half of the catheter was pulled out with hemostats. The procedure was completed with a non-bsc stent. No complications were reported and the patient was not harmed.